Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01592. It was reported device damage occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the patient. A 30mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed in the laa. The position wasn¿t adequate; therefore the closure device was fully recaptured. The same device was deployed a second time and fully recaptured again. The "protective end" of the wds and the distal end of the was were noted to be damaged. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was), and the device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed a kink in the sheath located 7.5 cm from the tip and the tip was damaged (misshapen/delaminated). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was further reported that both the distal end of the was and the protective end of the wds were flattened. The procedure was completed with another was and 33m wds.